Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and confirmed that the surgeon monitor does not turn on. The monitor was replaced and the new monitor powers on and functions normally. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect monitor has been returned to the manufacturer for evaluation. Analysis of the returned monitor confirmed an electrical failure as the display was blank when connected to a known good system.

Event description:
A medtronic representative reported that in the middle of a functional endoscopic sinus surgery (fess) case, the surgeon monitor on the navigation system turned off. The representative reseated the cables, but the issue was not resolved. The representative confirmed noise was coming from the monitor as a humming sound was heard from the monitor. The site proceeded with the case using the staff cart monitor. There was a reported delay of a few minutes and no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.